Manufacturer narrative:
The device was returned for analysis. The reported ¿knot of the stitch was too high and could not be moved down¿ was not confirmed as the suture with the knot was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral vein was attempted using a proglide device with a 8f sheath after an electrophysiology interventional procedure. Reportedly, "the knot of the stitch was too high and could not be moved down". A new proglide was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.